Manufacturer narrative:
The investigation thrombocytopenia, infection/sepsis, renal failure, and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-20707. B3 changed to reflect the earliest event date. E4 should have been left blank. G1 reporting contact fax number missing. G2 report source; study missing.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: table 3.2 impella catheter components: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The us complainant had a 5.5 support in (B)(6) 2024 for a patient admitted in acute myocardial infarction / cardiogenic shock and the support duration was just over 8 days when the patient expired. There was no allegation made at the time. Later in (B)(6) 2024 abiomed¿s long-term outcome and quality indicator (loqi) impella registry database reported upon four adverse events with relationship to the use of the impella. Thrombocytopenia was possible relationship to the impella, sepsis also was possible, worsening of hepatic failure also was possible, and ventricular tachycardia also was possible.